Manufacturer narrative:
Date of event: (B)(6). Date of report: (B)(6)2020.

Event description:
It was reported the customer could not use the ventilator, however additional details about the nature of the issue are unknown. There was no patient involvement. The customer refused service and repair. There is no further information available.